Manufacturer narrative:
(B)(6). A medtronic representative, following-up at the site, reported the open spine clamp screw could not be tightened properly. RMA issued. Replacement device shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Description corrected to read: a site representative reported a spine clamp driver tip that was worn out and can no longer be used. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified. Brand name corrected to: open spine clamp driver. Catalog number corrected to: 9730027.

Event description:
A site representative reported a spine clamp driver tip that was worn out and can no longer be used. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Event description:
A site representative reported a spine clamp screw that was worn out and can no longer be used. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.